Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave 4 different blood glucose results taken within 10 minutes: 46 mg/dl, 47 mg/dl, 62 mg/dl, 154 mg/dl. No adverse reactions reported. Replacing and returning meter and test strips.